Manufacturer narrative:
The complaint of inoperable ipg was confirmed. As received, visual inspection of the ipg did not reveal any anomalies and it was inoperable due to the patient had stopped charging. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6). Implant date is unknown. Estimated implant date.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy restored.